Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified second right posterolateral segment. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured in a pinhole form when inflated at 6atm or below upon first inflation. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).